Event description:
It was reported via repair work order that the bed was damaged and not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed was damaged and not functioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the bed was damaged and not functioning. Follow-up submitted as evaluation results determined the bed had no power due to a missing cpu board and the unit had an amount of other unknown damages that could not be determined. Bed could not be repaired.